Event description:
It was reported there was an issue with not being able to adjust stimulation. Display showed "call your doctor" icon. There was a oor (out of regulation) condition. There was a por (power on reset) condition. The patient's program parameters were very high. Group impedance was 147. Re-adjust parameters and electrodes. Oor was not occuring now. The patient brought wrong patient programmer to clinic. Follow up reporting noted impedance and group impedances were both performed. Adjustments were made to programming and no other issues were noted. See also manufacturer's report # 3004209178-2012-02869.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer. Product ID 37742, serial # (B)(4), product type programmer. Product ID 37712, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator.